Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens. Postoperatively, the patient was referred to a retinal specialist for what appears to be vitreous hemorrhage. No information available on the relationship between the device and the event. Additional information has been requested from the patient.